Manufacturer narrative:
(B)(4). D10- medical product. Vanguard cr ilok fem-rt 62.5, item# 183006, lot# j6178746, vngd cr tib brg 10x63/67, item# 183420, lot# 911740, series a pat std 31 3 peg, item# 184764, lot# 833420, biomet finned pri stem 40mm, item# 141314, lot# 138020. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b3, b4, b5, b7, d2b, d4, d6a, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. D6a- initial surgery: (B)(6) 2018. Visual examination of the returned devices identified signs of use with gouges, bio-debris present and wear caused by contact with the femoral component the associated locking bar also exhibited signs of use (gouges) and the tab was bent. Sem analysis identified that the locking pin was also returned; the spring arm on the pin was bent, most likely due to explanation damage. The locking mechanism of the bearing was intact, by laying the bearing in place atop the tibial tray, it could be seen that the damage to the left-hand condyle posterior side aligns with damage to the tibial tray. Dimensional analysis of the tibial tray and locking bar determined that the products, where measured, were conforming to print specifications. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately seven years seven and a half months post implantation due to collapse of the implant on one side causing pain. The patient experienced pain when bearing weight on the operative knee, pain when walking, inability to climb or descend stairs due to significant pain.